Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2026 and absorbable hemostat was used. On the evening, the mother gave birth naturally. When the doctor was suturing the vaginal incision with sutures, the problem of pulling off suture needle happened just as the first stitch was sewn. Due to the relatively thin matching needle, when passing through the surface of the skin, the problem of pulling off suture needle happened may cause the needle to get stuck in the skin and be difficult to identify. Failure to detect it in a timely manner can have serious consequences for the mother. That night, the midwife found out and immediately replaced the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device 109tz3/vcp218h15 and no non-conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.